Event description:
It was reported while using alaris smartsite gravity blood set the tubing was crimped. There was no report of patient impact. The following information was provided by the initial reporter: material #: 10010903. Batch/ lot #: unknown. It was reported by the customer that the tubing set crimped during a case. Verbatim: attached an instance of this tubing, tubing set 10010903, crimping during a case.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation: no product or photo was returned by the customer. The customer complaint of tubing kinked - kinks during use could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported while using alaris smartsite gravity blood set the tubing was crimped. There was no report of patient impact. The following information was provided by the initial reporter: material #: 10010903 batch/ lot #: unknown. It was reported by the customer that the tubing set crimped during a case. Verbatim: attached an instance of this tubing, tubing set 10010903, crimping during a case.